Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to incomplete component deployment.

Event description:
On an unknown date, the patient underwent an ascending aorta replacement with a vascular graft to repair a type a dissection. On (B)(6) 2016, a conformable gore® tag® thoracic endoprosthesis and a gore® excluder® aaa aortic extender endoprosthesis were implanted to cover the preexisting entry hole in the descending thoracic aorta. On (B)(6) 2016, another ctag device and an aortic extender (pla260300j/14648616) were implanted to cover the rentry hole in the distal descending thoracic aorta. On (B)(6) 2016, the patient was discharged. On (B)(6) 2016, follow-up computed tomography images showed infolding of the pla260300j on (B)(6) 2016, a tgu313120j was implanted to repair the infolding. It was reported that CT images on june 13 also showed infolding, although it was not noticed at the time. The aortic diameter where the pla260300j was implanted was 19-21mm.